Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734252, serial/lot #: unk. A medtronic representative went to the site to test the equipment. The articulating arm could not be fixed. The articulating arm was repaired and the issue was resolved. A system checkout was performed and the system is working as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the articulating arm would not work. There was no patient involved in this event. Additional information determined that the articulating arm broke down because the doctor fell to the ground several times while using it but clarification with the field determined that the articulating arm was broken due to improper use of the doctor. It was noted that the articulating arm could not be fixed and that the staff fixed the screw on the articulating arm to resolve the issue.